Event description:
It was reported that syringe 5ml ls 23x1-1/4 an emerald was missing the protective needle cap. This occurred on 2 occasions. The following information was provided by the initial reporter: I am sending you this email because we have received syringes without a protective needle cap (it is quite dangerous).

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1908180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, two packaged syringes were observed missing the needle shields. It has been determined that the needle shields were lost during the packaging process due to low fitting force. The shield could be poorly assembled and during packaging, the shield detaches as it moves through the needle feeder mechanism within the packaging machine. To prevent this situation from occurring, a needle length detector system is in place to reject product that does not reach a specified distance; however, the faulty product in this incident was able to pass through this preventive system and become packaged. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls 23x1-1/4 an emerald was missing the protective needle cap. This occurred on 2 occasions. The following information was provided by the initial reporter: I am sending you this email because we have received syringes without a protective needle cap (it is quite dangerous).